Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. Additional information was provided by the surgeon, who reported that on the first postoperative day, the patient experienced blurred vision, mild hyperemia, hypopyon and 4+ anterior chamber cell. The patient problem was documented as aseptic endophthalmitis. The following day an anterior chamber wash out was performed and the iol was removed. The patient was treated with antibiotics and anti-inflammatory medication. A bacterium inspection was performed with a negative result. The patient's condition has been improving.

Manufacturer narrative:
Evaluation summary: the product was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. The manufacturer internal reference number is: (B)(4).